Event description:
The customer reported that the system displayed an "rtos rebooting without the gpos" error message and locked-up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The usb port was replaced and the cables were reseated. The system was then found to be operating as intended.